Event description:
Locking screws would not lock into two holes in the proximal region of the s3 plate. Several attempts were made to lock screws into those two holes, without success. This resulted in a surgical delay of 20 mins. Additional info received from the sales rep indicates that none of several screws that were tried worked in the two holes. It definitely wasn't a screw issue because they worked in other holes. Only four of the six proximal holes in the plate were filled with screws.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.